Event description:
Surgeon using electrode to cauterize area to during procedure. Monopolar cord in center of the cord sparked and caught surgical drape and arm cradle foam padding on fire. A small amount of water was used to extinguish the fire. The patient sustained a burn on the inner left forearm and also several spots on the left side of abdomen.